Event description:
A patient was placed on the cpm (continuous passive motion) machine following a total knee replacement. While using the machine the patient began to feel tingling and shock from the machine. The machine was removed from service and replaced.======================manufacturer response for cpm machine, (brand not provided) (per site reporter).======================they removed the machine, took it with them and investigated the report.